Event description:
It was reported that the healthcare provider wrote the patient a prescription for an antibiotic for urinary tract infection. The patient received antibiotics from her healthcare provider recently and was given 6 to take. The patient couldn't walk straight and felt drunk. See also manufacturer's report # 3004209178-2013-08800. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2011. Product type: implantable neurostimulator: product ID 3889-28, lot# v658633, implanted: (B)(6) 2011. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient: product ID 3037, serial# (B)(4). Product type: programmer, patient: product ID 3889-28, lot# v847778, implanted: (B)(6) 2011. Product type: lead. (B)(4).